Manufacturer narrative:
The device were taken out for examination but placed back in the patient. Therefore, the device will not be returned to us to perform device analysis.

Event description:
Left-side misshapen and bubbles